Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. Device interrogation revealed loss of capture and sensing in the right atrial lead that indicated lead dislodgement. Electrogram marker channels also confirmed lead dislodgement. The physician elected to program the device into vvi mode and monitor the patient.